Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tip of the unspecified bd emerald¿ 10ml syringe broke off into the bung attached to the cvc lumen during the emergency re-intubation. The following information was provided by the initial reporter: "during emergency re-intubation, syringe containing muscle relaxant snapped off in bung attached to cvc lumen. No harm to patient".

Manufacturer narrative:
H.6. Investigation summary: to aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, the reported defect of tip breakage was observed. As a lot number was unknown for this incident, a review of the production history records could not be performed. Based on the investigation results, an exact cause could not be determined for the observed defect. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system, which inspects all syringes and automatically rejects any damaged parts identified. Based on these preventive measures, we think that this incident could have resulted from a blockage during the barrel feeding process. After that, the tip of the syringe was damaged and went undetected by the assembly machine system. The damage tip then finally broke during use of the product. With the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that the tip of the unspecified bd emerald¿ 10ml syringe broke off into the bung attached to the cvc lumen during the emergency re-intubation. The following information was provided by the initial reporter: "during emergency re-intubation, syringe containing muscle relaxant snapped off in bung attached to cvc lumen... No harm to patient".

Event description:
Material number 303219 and lot number 2209258 was identified through the returned sample upon investigation

Manufacturer narrative:
A device history record review was completed for material number 303219 and lot number 2209258, which was obtained through the provided sample. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples and the affected physical sample were returned for evaluation by our quality team. Through examination of the samples, the syringe tip was observed missing. It is most likely that the tip broke within the assembly machine. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system that inspects all product and automatically rejects any damaged parts identified. Based on this preventive measure, the syringe most likely became damaged due to a blockage in the barrel feeding process that went undetected by the assembly machine system, resulting in breakage of the product. We believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.